Event description:
Boston scientific crm received info that the sensing on the right ventricular lead decreased from 7mv to 1.6mv. It was noted that the physician stuck the vein more medial than usual, resulting in the lead having a bend at the access point. This lead micro-dislodged. Therefore, the lead was successfully repositioned. No adverse pt effects were reported. This lead remains implanted. No additional info is available at this time. If additional info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.